Manufacturer narrative:
Device passed self test and displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures error noted during testing however, hardware low level failures error confirmed in the downloaded history file due to broken pin on the keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump did not alarm when went high. It was reported that they had absence of the audio anomaly. The customer reported that they did not hear the differences between the two audio beep volumes 1 and 5. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer declined troubleshooting for high blood glucose. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.